Event description:
Revision surgery revealed breakage of the polyethylene insert.

Manufacturer narrative:
Summary of evaluation: the tibial insert can not be evaluated for the reported fracture, as it has not been returned to co. Attempts to obtain the device and lot code info have been unsuccessful.